Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 36 and 48 hours. The patient was treated with intravenous fluids and given anti-nausea medication. The customer stated that blood was taken for testing and when the testing was complete, they wanted him to follow up with an endocrinologist for his final results. Customer states that he went into the hospital on friday night and he was released saturday morning. The patient was able to apply a new pod. Customer states that he went back into the hospital later saturday night with high bg levels again with the different pod. Customer states that while in the hospital, the nurses were trying to get him a new pod and in the process, they were unable to get it to work before applying it to the patient's body. Customer states that he does not have the information for the two pods that were removed from his body (one friday night and one saturday night).